Event description:
It was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter: foreign body/ mark noted within the syringe. A drug has been drawn up from a glass vial with a filter needle. When the nurse injector was priming the drug a foreign body / mark was noted within the system (about 0.03- 0.04ml).

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Follow up for device evaluation: it was reported the graduation markings appear malformed. To aid in the investigation, one sample of a 1ml luer lok syringe and two photos were received and evaluated by our quality team. The photos show close-up images of a fully assembled loose syringe. The first photo shows the bd logo on the back of the barrel is partially missing. The second photo shows the 0.03 minor graduation line is smeared and illegible. The sample returned confirms the defects shown in the photos. The conditions observed were non-conforming per product specifications and is associates with the marking process. A device history record review was completed for provided material number 309628, lot 4033569. The review revealed all visual inspections were performed per requirements with no quality notifications related to the defect reported. The lot was inspected and accepted based on our inspection control plan and approved for shipment. To date, there have been no other similar events reported for this lot. No corrective action is required at this time.